Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The creatinine reagent lot number and expiration date were not provided. The field service engineer (fse) replaced the gear pump head and the customer had no further issues. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for creatinine on a cobas c 303 analytical unit. The initial result was 5.45 mg/dl. The customer questioned this result and repeated the sample. The repeat result was 0.689 mg/dl.